Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call inaccurate readings from a sensor that resulted with them experiencing high blood glucose levels of over 600mg/dl. The customer stated that the sensor was reading in the sensor glucose value of 44mg/dl. The customer stated that the sensor eventually gave a reading of over 400mg/dl and they treated with a shot and manually with the insulin pump. The customer stated that they felt nauseated and took another correction and ended up levels of 600mg/dl. The customer stated that they treated again with an insulin pump bolus and received calibration not accepted alerts. The customer also reported that they were using expired infusion set and reservoir. The customer was assisted with high blood glucose troubleshooting. The customer's blood glucose level was over 400mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. There were no site or insulin issues. The customer declined to check further. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.